Event description:
It was reported that on (B)(6) 2010, the patient was implanted with a 2.5x12 mm xience v stent in the proximal circumflex. On (B)(6) 2012, percutaneous coronary intervention was performed for treatment of restenosis of the 2.5x12 mm xience v. An attempt was made to deploy a 2.5x12mm non-abbott stent; however, it became caught on the deployed xience v and could not be implanted. The procedure was completed with the implantation of a 2.5x8 mm xience v stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the japan xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.